Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock from their right ventricular (rv) lead due to outside electromagnetic interference resulting in oversensing. The patient had been working in a sewer near a large pump at the time of the shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD: (B)(6) 2009. (B)(4).